Event description:
Caller reported an issue with the incorrect time displayed on the pump, which was off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised monitoring and following up if the discrepancy greater than five minutes recurs, which the caller understood and acknowledged.